Event description:
Pump alarm 20 was reported during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in loading a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged their understanding. During this period, alternate therapy with mdi was planned to ensure uninterrupted insulin delivery.